Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screwdriver sleeve end broke off 03.632.036. The screwdriver sleeve broke off while the surgeon was putting in a screw. It looked like the nurse did not load the screw on correctly when the sleeve broke off. Surgery was completed as planned with another of the same screwdriver. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).